Manufacturer narrative:
One sample was received for analysis. A visual inspection was performed and it was revealed the pilot valve and part of the inflation line was cut from the cannula at the connector area, one part of the inflation line was still attached to the tube. Manufacturing concluded a separation of the inflation line of this magnitude on the returned sample would have been detected during the manufacturing process. Information has been added to the database for trending purposes and complaint trends are reviewed monthly to determine if additional action is required. (B)(4).

Event description:
Customer reported that after sixteen days of pt use the cuff of the tube would not hold air. The customer reported that decannulation and reintubation was performed. The customer reported no additional harm to the pt.